Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore underneath the electrodes. It was reported that the patient spent most of her time bedridden. The patient was given a cream by nursing home staff and the irritation improved.